Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 7393961) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30727346). The stent was impeded in distal end of microcatheter and could not advance any more. The physician retracted the microcatheter and stent from patient¿s body and switched new devices to complete the surgery. Additional information received indicated that there were other devices that were successfully used with the microcatheter prior to the encountered resistance. An adequate flush was maintained through the devices. There were no procedural delays due to the event. A non-sterile 4mm x 16mm enterprise2 was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the stent was returned detached from the delivery wire. The delivery wire and the introducer were found without damages (i.e., no kinks, bents, or elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, and both ends can be noted as completely flared. The delivery wire was inspected under a microscope, and no damages were found on it. The issue documented that the stent became impeded in the distal end of the microcatheter cannot be evaluated through functional test since the stent was found to be no longer on the delivery wire. In addition, none of the returned components presented damages to suggest that they were forcibly advanced because of the resistance encountered during the procedure. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7393961. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: +(B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00513.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 7393961) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30727346). The stent was impeded in distal end of microcatheter and could not advance any more. The physician retracted the microcatheter and stent from patient¿s body and switched new devices to complete the surgery. Additional information received indicated that there were other devices that were successfully used with the microcatheter prior to the encountered resistance. An adequate flush was maintained through the devices. There were no procedural delays due to the event.